Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 17 years in situ.